Event description:
A pt with severe rheumatoid arthritis rec'd 6 prosorba column treatments. The pt was hospitalized 24 to 48 hours after last treatment. A diagnosis of 5 pulmonary emboli was made with unknown location of originating clot. Pt has no known history of hypercoaguable events. There is no record of antiphospholipid testing prior to treatment. Pt was subsequently discharged on coumadin.